Manufacturer narrative:
Device had stripped battery cap coin slot (p), cracked battery tube threads. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family member reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 400 mg/dl. Customer¿s other relevant blood glucose level was 80 mg/dl. Customer treated their high blood glucose with bolusing with insulin pump. Customer declined for troubleshooting of high blood glucose. Customer stated that the battery cap was stuck and they were not able to remove the battery cap. Customer was advised to discontinue use of the insulin pump if the battery low. Customer was also advised to insulin pump needed to be replaced. Customer was advised to change infusion set. The insulin pump will be returned for analysis.